Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was getting no delivery alarms on the insulin pump. Customer's blood glucose is 181 mg/dl. Customer stated that she has a back-up plan. Customer has treated with the pump. Customer stated that the alarm just occurred and the alarm occurred during basal. Customer stated that the no delivery alarm is recurring and the issue has not been resolved. Customer declined troubleshooting. Customer stated that she changed sites and infusion sets multiple times but keeps getting no delivery alarms. Customer stated that her insulin is fine and she has been using the pump since 1999.